Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received with the adc device. As a result, the customer experienced an adverse event and was provided insulin (type/dose unknown) and unspecified tablets by the spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received with the adc device. As a result, the customer experienced an adverse event and was provided insulin (type/dose unknown) and unspecified tablets by the spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received with the adc device. As a result, the customer experienced an adverse event and was provided insulin (type/dose unknown) and unspecified tablets by the spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Sensor was found to be in state 1 (indicating the sensor had not been initiated). Insertion failure were not observed, watermark was observed at the base of the tail (indicating that the sensor was never inserted). Extended investigation has been performed on returned sensor, visual inspection was performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Extracted data using approved software, sensor was found to be in state 1 with zero insertion failures. This indicates the returned sensor was never activated. De-cased the returned sensor and performed visual inspection, no issues were observed. The sensor was capable of communicating and passed an accuracy test indicating the electronics are functioning properly. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.